Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 180mg/dl. The customer was experiencing high glucose for one day. Troubleshooting was performed. It was stated that the event leading to her admission was nausea. The programming, time, and date were correct. The customer stated that she changes the infusion set past 3 days and uses cold insulin. Ran a fixed prime test and passed. Reviewed the alarm history and found no delivery alarms. The customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.